Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited loss of output. The patient had recently finished a series of radiation treatments for cancer. The device was explanted and replaced on (B)(6) 2012.